Event description:
The physician reported that several weeks following surgery the patient experienced pain and was given a course of steroids. The pain improved. A follow-up surgery confirmed no infection or inflammatory response. The implanted sutures were removed and replaced with new sutures, and the hyoid was resuspended without issue.